Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was running slow/sluggish and the biometric identifier (bio ID) was failing/freezing, promoting reboot to fix. A field service engineer (fse) logged in to the carefusion admin and checked speed and duplex setting, c drive disk space normal. In services tab restarted lumidigm tab, then disconnected the biometric identifier and shut the station down. Then reconnected biometric identifier and restarted station. After that the escort logged in using fingerprint with no issue. Also, states the biometric identifier seemed quicker. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had randomly started lagging and was slow to respond when used. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to access the medication, which caused a delay to the patient's care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had randomly started lagging and was slow to respond when used. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to access the medication, which caused a delay to the patient's care. There were no adverse events or injuries reported based on this event.